Event description:
It was reported that during follow up, it was observed that the device classified atrial fibrillation with rapid ventricular response as several episodes of ventricular tachycardia and inappropriate atp therapy was delivered. Device performed as the svt discriminators were programmed. Programming changes were made to improve svt discrimination. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.